Manufacturer narrative:
(B)(6). This report is for 4 unknown 4.5mm cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Therapy date: unknown date in (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes 4.5mm locking compression plate (lcp) condylar plate and twelve (12) unknown 4.5mm cortex screws in (B)(6) 2016 to repair a fracture of the left proximal femur. On an unknown date, the construct failed and it was identified that the plate and four (4) of the screws had broken and the patient presented with a non-union at the fracture site. On (B)(6) 2016, the patient was returned to the operating room to remove the previously implanted hardware and revise the non-union. All of the complained devices were able to be explanted, the revision surgery was successfully completed, and the patient was stable. Concomitant medical products: synthes 4.5mm cortex screws (part unknown, lot unknown, quantity 8). This report is for 4 unknown 4.5mm cortex screws. This is report 2 of 2 for (B)(4).